Event description:
Surgeon using force fx electrosurgical generator with monopolar tip to create an opening in the patient's neck to remove and replace a partially occluded tracheostomy tube. Sparks (arcs) from force fx electrosurgical generator ignited a fire and caused the first assistant glove to burn. Fire extinguished with normal saline. Patient sustained first degree burns around neck and first assistant sustained first degree burns from glove. After fire extinguished new tracheostomy tube placed and patient to recovery in stabile condition.